Event description:
It was reported that the insulin pump alarmed no delivery during the fill tubing procedure. The blood glucose reading was 426 mg/dl. The customer treated with a manual injection. Upon troubleshooting, it was found that insulin did exit from the tubing during a manual prime. Advised the insulin pump was working as designed. Nothing further reported.

Manufacturer narrative:
(B)(4).